Manufacturer narrative:
(B)(4). G2. Report source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tibial impactor pad broke during impaction. Opened another set to finish case. No parts fell into patient. It is unknown how many times was used. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history identified additional similar complaints for the reported item. However, due to the lack of the lot number, an additional lot search could not be performed. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, the reported event cannot be confirmed, and a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.